Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call, the customer stopped use of the device as she is in a nursing home. Customer's spouse stated that when customer was using the device some time ago the customer was hospitalized due to high blood glucose. The incident might have occurred about a month ago and customer was not sure what might have caused the high blood glucose. Customer had an nurse that aided her with the device and cleaning her and sometimes they would find that the cannulas will be bent. Customer was disconnected from the device as the hospital removed it. Customer's blood glucose was over 500 mg/dl and customer's spouse didn't recall the exact number. Troubleshooting was not performed as customer's spouse did not have the device at the time of the call. The device is not returning for analysis.